Event description:
A ptcd procedure was being performed on a pt with a history of obstructive jaundice due to bile duct cancer. Co was advised that although the physician was aware of the possibilty of the pmg being caught by the bevel of the needle, during his attempt to get through the area of stenos, the pmg became caught at the bevel, resulting in the elongation and separation of the distal platinum coiled portion. Approc 1cm remained in the left bile duct. There are no plans to remove the fragmented portion.